Event description:
It was reported that this pacemaker was part of a system revision due to infection. Reportedly, the patient has pulse and had complete atrioventricular block, so will schedule the implantation as soon as the infection had subsided. There were no additional adverse patient effects reported. The pacemaker was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.